Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient fell and hipstar implant broke.

Manufacturer narrative:
Age at time of event; gender; returned to manufacturer on; device evaluated by mfg corrected data: expiration date; manufacturing date. An event regarding stem fracture involving a hipstar device was reported. The event was confirmed. A material analysis concluded "the stem fractured in fatigue with the fracture propagating from the lateral surface to the medial surface. Discoloration, intergranular fracture morphologies and an indentation on the lateral surface were observed at or near the location of fracture origin. This is potentially due to contact with a surgical tool. Burnishing, scratching and third-body indentations were also observed on the insert. These are common damage modes of uhmwpe. Eds showed the stem was consistent with astm f1813 alloy. No material or manufacturing defects were observed on the surfaces examined." A review of the provided x-rays and medical records by a clinical consultant concluded: "cup malposition in a far medialized position has contributed to bony impingement in the arthroplasty with fatigue build-up in the stem neck area until a fatigue fracture occurred exactly at the level of peak overload causing the patient to fall and requiring revision surgery." Device history review for the specified lot indicated that the devices were manufactured and accepted in stock with no reported discrepancies. A review of the complaint history databases shows that there have been no similar reported events for the lot. A review of the provided x-rays and medical records by a clinical consultant concluded: "cup malposition in a far medialized position has contributed to bony impingement in the arthroplasty with fatigue build-up in the stem neck area until a fatigue fracture occurred exactly at the level of peak overload causing the patient to fall and requiring revision surgery". No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient fell and hipstar implant broke.